Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A(B)(6) male patient contacted zoll customer support to report that he is having an issue with a rash/blisters under the therapy electrodes (tes). The patient reports that his garment is soiled with blood and fluid from the issue. Zoll customer support suggested that he contact his doctor and change his garment. The patient called back to report that he is unable to wear the lifevest (lv) because of the open wounds. He would see his doctor in the morning. Follow-up on (B)(6) 2013 indicates the patient spoke with his doctor, who prescribed mupirocin ointment for the effected area. Patient's caregiver reports the breakout is pretty severe. The skin the bloody with open areas filled with pus. In addition, the te pads are bent and covered with blood. Follow-up on (B)(6) 2013 indicates the patient had received the new belt, but has not used it because of a blister under one of the belt components. No additional follow-up documented.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.